Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse potassium during patient therapy. The pump was running an IV with potassium at 75-ml/hr and a new bag was hung at 1:30 am. At 8:30 am, it was noted that the liter bag of IV fluid with potassium was completely full that was hung at 1:30 am (programmed amount was unknown). Any patient injury or medical intervention is unknown.